Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the battery cap off the insulin pump. The customer was initially trying to change the battery. She was able to get the first battery out but then when she inserted another battery, they got a battery test failed. There were no segments filled in on their battery at the moment but they did not get a low battery alert. Troubleshooting was performed. They were still unable to remove the battery cap. The customer's blood glucose level was 110 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and stripped battery cap coin slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.